Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 4 was failed. A field service engineer treated the tower latches for oxidation removal and subsequently tested them using the hardware testing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 failed to open, and the recover storage space function did not work. This was where the ICU stored their rsi kits for emergency intubation, so the issue was treated as a high priority to ensure access to these emergency kits. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.